Event description:
It was reported that the patient was experiencing deconditioning due to past cerebrovascular accidents (cvas) (previously reported in (B)(4)) and required a percutaneous endoscopic gastrostomy (peg) tube. The patient had a driveline infection that required revision.

Manufacturer narrative:
Manufacturer report number for past cvas: 2916596-2022-00164. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion; the specific cause of the reported driveline infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient condition (deconditioning) could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 entitled ¿introduction¿ lists driveline infection as an adverse event that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. The heartmate 3 lvas patient handbook, rev. D, describes caring for the driveline exit site. Several sections of this handbook provide care instructions regarding preventing infection. This handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. No further information was provided. The manufacturer is closing the file on this event.